Manufacturer narrative:
Pump error 35 noted in the pump history and critical pump error (open book image) alarm during testing due to moisture damage electronic assembly on the printed circuit board. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. Unit was received with scratched case, missing display window cover and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call critical pump error alarm on the insulin pump. Customer's blood glucose level was unknown. Troubleshooting for critical pump error was performed. Troubleshooting was unable to resolve the issue. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.